Manufacturer narrative:
Device evaluation:the report that the system controller was not functioning properly was confirmed during the evaluation. The atypical device behavior was determined to be due to an issue with the system controller¿s internal printed circuit board (pcb). The observed pcb issue has been addressed in the manufacturer¿s corrective and preventative action system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lavd). It was reported tha the patient had multiple pulsatility index (pi) events and resultant low flow and low speed operation alarms. The history screen also showed no flow during these episodes. The system controller was changed out and no further event were noted.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.